Event description:
Complainant alleged that during a routine shift chick by a clinician the device was unable to increase the pacer output. Complainant indicated that there was no pt involvement in the reported malfunction.